Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that transparent liquid was found in the syringe 1ml dn 25ga 5/8 sp120 before use. The following information was provided by the initial reporter, translated from german to english: "there were transparent liquid residues in the new 1ml syringe. This was noticed because the syringe needle could not be attached. It was noticed before application."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-16. Investigation summary: one physical sample along with two photos were provided to our quality team for investigation. Through visual inspection, a transparent liquid was observed in the tip of the syringe. A device history review was performed for reported lot 2007121, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2007121 and found to be within specification. The returned sample underwent the same testing and verified the substance observed in the tip of the syringe was an excess of silicone. While we cannot identify a direct issue, excess silicone can occur do to a failure in the sprayer that doses the silicone inside the barrels. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see h10

Event description:
It was reported that transparent liquid was found in the syringe 1ml dn 25ga 5/8 sp120 before use. The following information was provided by the initial reporter, translated from german to english: "there were transparent liquid residues in the new 1ml syringe. This was noticed because the syringe needle could not be attached. It was noticed before application.